Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The fall was not thought to be related to the device. Diagnostics/troubleshooting and actions taken were not known.

Manufacturer narrative:
The month and year of event date are valid, but the exact date is not known. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown deep brain stimulation (dbs) indications. It was reported the patient had improvement after dbs surgery, but in (B)(6) 2019 the patient had a fall and dislocated their shoulders. The patient's symptom control has been worse since the fall and the patient couldn't take care of themselves. The patient returned to the hospital for program control, but the effect was not satisfactory. No effective measures have been taken. It was unknown what troubleshooting had been done. The patient was currently being observed at home and was hoping for manufacturer's input to solve the problem. No further complications were reported.